Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. The investigation was confirmed for failure to prime, as the top slide was unable to lock into position. Upon disassembly it was noted that the cannula tangs were not fully engaging with the device housing. It was possible that the poor cannula tang engagement contributed to the reported event. However, the definitive root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy into normal density tissue, the top slide of the device allegedly failed to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.